Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and initially inflated at 14 atmospheres (atm) for 2 minutes. However, during the second inflation at 16 atm for 30 seconds, the balloon ruptured and pinhole was observed. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition.